Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to deliver a bolus; however, was only able to deliver boluses for 10 units of insulin at a time. There was no reported impact to the customer's blood glucose level. The contact was unable to provide any further information on the reported event. Tandem technical support followed up with the contact to obtain more information; however, the contact declined further assistance on the reported event.